Event description:
A 2.25mm x 24mm endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of a dissection, of a moderately tortuous pla1 lesion with 80% stenosis. The dissection was noted following the successful implantation of the 2.5mm x 24mm endeavor resolute rx stent. The lesion had been pre-dilatated with a sprinter legend rx balloon dilatation catheter. It is reported that the 2.25 x 24mm endeavor resolute rx stent failed to cross the previously deployed stent. During attempts to pass the endeavor resolute rx device through the previously deployed stent, difficulties were encountered and the endeavor resolute stent was displaced on the delivery system. The physician attempted to remove the device from the pt. During removal of the device, the stent dislodged, and embolized to the pt's right leg. Pt status is reported to be okay, post procedure. No clinical sequelae were reported.

Manufacturer narrative:
Eval results: stent embolism. Previously deployed stent. Eval conclusion: previously deployed stent. Eval summary: the device was returned to the manufacturing site for eval and the dislodged stent remains in the pt. Crimp/bake impressions were evident on the balloon and the distal tip was damaged. It appears most likely that the endeavor resolute stent securement was impacted during attempts to pass through the deployed stent resulting in the dislodgement during removal of the device.